Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the patient underwent a primary right l4-l5 spinal root decompression. The patient presented with "left leg pain". The investigator noted the event as mild in intensity. Physician ordered MRI which was negative. The physician prescribed antiinflammatories (celebrex, 200 mg, 1 tab po qd). The outcome of the event was resolved with treatment in 6/00. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explantation for the event as the illness being treated.